Event description:
It was reported that during a surgical procedure at the user facility the manifold became clogged. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned.